Event description:
--

Event description:
Boston scientific received information that at a follow-up appointment this left ventricular (lv) lead exhibited no capture. A chest x-ray was done, and it was determined the lead had dislodged due to twiddling. Surgical intervention was performed and this lead was surgically abandoned and a new lv lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--